Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The caregiver reported that on (B)(6) 2024, the patient was disoriented, agitated, and was reportedly catatonic. An ambulance was called and when the ambulance came, the cgm was reading 300 mgdl and the blood glucose reading was 27 mgdl. The patient was treated with unremembered intravenous (IV), transported to the emergency department (ed), and recovered after treatment. The patient was reportedly not admitted to the hospital. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was stable at home. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 manufacturer's narrative - additional information. G3 date received by mfg - correction to the date in the initial MDR, date should be 6/27/2024. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.